Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via hone call that the insulin pump had damage and esc button was hard to press. Blood glucose level of the customer was 110 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, cracked case display window corner and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.